Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states patient tested 6.3 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. Patient's coumadin was held based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.